Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties; however, a thermocouple signal loss error and no contact force error were displayed when the returned device was connected to the tactisys quartz unit. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error message. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this fracture was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a fracture noted during analysis.